Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard composix kugel mesh (device 2). An additional emdr was submitted to represent the bard composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney's report of patient's alleged pain, adhesions, infection and mesh explant. Addendum per legal complaint attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005 and (B)(6) 2006. Attorney alleges unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the two (2) composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with recurrent incarcerated ventral/incisional hernia thereby underwent open repair with implant of composix kugel (device 1). Per op notes, ¿a large hernia sac was identified and opened. The sac had small bowel in it was reduced. The sac was excised. Adhesions were lysed. The prior mesh was free floating and not attached. The prior mesh was excised. A composix kugel mesh (device 1) was placed in the peritoneal cavity and sutured.¿ (note: the prior mesh excised in this procedure was unknown) (B)(6) 2006 - patient was diagnosed with recurrent abdominal hernia, obstruction and abdominal pain thereby underwent open repair with excision of composix kugel (device 1) and implant of composix kugel (device 2). Per op notes, ¿a large hernia sac was identified, and small bowel was stuck in the hernia sac. The bowel was reduced from the hernia sac. The sac was removed. The fat pad was also removed. The old mesh (device 1) stuck in this area. Adhesions were lysed. The mesh (device 1) looked like curled over on itself and excised entirely. The small bowel pushed to peritoneal cavity. A composix kugel (device 2) was placed in the abdominal cavity and sutured.¿ (B)(6) 2007 ¿ patient had severe abdominal pain thereby underwent open repair with removal of composix kugel (device 2). Per op notes, ¿some purulent drainage and fistulous drainage from the small bowel. The composix kugel (device 2) was encountered and was infected. A small bowel fistula associated with the patch (device 2) and a long loop of small bowel stuck to the anterior fascia and the patch causing lot of fibrous tissues. Lysis of adhesions. A small bowel was resected. The hernia patch (device 2) was excised. (There is no information provided in ppf and medical records and updated based on legal claim).